Manufacturer narrative:
The service rep adjusted available boost from 100% to 85%. Dose rate measure 17.8 r/min in boost mode with max technique of 120kvp, 10mas. This meets state and oec regulations. System operates as intended. The rep ordered a new foot switch then removed and replaced the foot switch on the system.

Event description:
The customer reported a physicist discrepency. Also, the footswitch works intermittently. No patient injury was reported.